Event description:
Customer reports at the start of treatment there were no mu values and elapsed time displayed on the operator station (os). After approx 50 secs of treatment, the user stopped the procedure. The user could not generate a completion procedure at that point. Customer restarted the procedure and it started from the beginning. The pt received an extra 50 secs of radiation because the entire procedure was delivered. Investigation of the system logs by tomotherapy revealed the hiart system did not update the procedure from a "scheduled" to an "interrupted" status at the start of the procedure. Tomotherapy is aware of this anomaly and sent out a safety notice (# 4722) dated 8/10/09 alerting users. Software 3.1.5 and 3.2.3. Has since been released which addresses the anomaly. Since this report, the customer's system has been upgraded to 3.2.3 sw. The customer confirmed the amount of over treatment did not pose any risk to the pt.